Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that, following an accident, the patient underwent an inflatable penile prosthesis (ipp) implant procedure due to a pelvic injury with nerve damage and urethral stricture. Following implant, the patient indicated dissatisfaction with the ipp due to loss of penile length and girth following device placement. The patient stated that, prior to the implant, there were some pain issues suspected to be related to the resulting pelvic nerve damage from the accident; however, now whenever the ipp was inflated the pain was very intense. The patient indicated they have an upcoming appointment with a pain doctor to address this problem. The patient had also observed an intermittent inflation issue with the ipp where the device would not inflate despite the patient pumping dozens of times. However, since the condition could not be replicated by the urologist, the allegation was dismissed by the doctor. The patient requested information to help them find a new physician. No additional patient effects were reported.

Event description:
It was reported that, following an accident, the patient underwent an inflatable penile prosthesis (ipp) implant procedure due to a pelvic injury with nerve damage and urethral stricture. Following implant, the patient indicated dissatisfaction with the ipp due to loss of penile length and girth following device placement. The patient stated that, prior to the implant, there were some pain issues suspected to be related to the resulting pelvic nerve damage from the accident; however, now whenever the ipp was inflated the pain was very intense. The patient indicated they have an upcoming appointment with a pain doctor to address this problem. The patient had also observed an intermittent inflation issue with the ipp where the device would not inflate despite the patient pumping dozens of times. However, since the condition could not be replicated by the urologist, the allegation was dismissed by the doctor. The patient requested information to help them find a new physician. No additional patient effects were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported inflation issues and pain cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists pain as a potential adverse event(s) associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.